Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the black rubbery foreign material clogged in nozzle could not be determined since the device was returned to olympus without reprocessing at the user facility, and no physical damage of the device was confirmed at where the foreign material was remained. The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif-h185 operation manual chapter 3 preparation and inspection . Instructions for use states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videsoscope exhibited black rubbery material due to clogging of the nozzle. There were no reports of patient involvement.